Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
Investigation results: inspected the abutment and it appears to be designed thick. Abutment fractured right about hex. When fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Event description:
During insertion (when torquing down) abutment fractured.

Event description:
There was no patient injury as a result of the abutment fracture.